Manufacturer narrative:
Concomitant medical products: product ID: b i71000158, serial/lot #: unk . A representative went out to the site to preform a system check out. It was reported that the left drive wheel was rubbing against left generator cover causing noise. The left wheel position within normal limits. The axle set screws are tight. They discovered a dent and noise coming from x-stage cover. They attempted to straighten the cover without success. It would flex during operation and re-rattle. Replaced x-stage cover. And the noise eliminated. System checkout completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that left drive wheel is rubbing up against the system, causing a loud noise and resistance against driving the system. No patient impact.